Manufacturer narrative:
(B)(4). Patient information (ID,) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The tracheostomy tube's cuff spontaneously ruptured inside the patient causing them to perform an emergency tracheostomy change in the patient's home. The caller also stated that there was a pin hole in the cuff causing it to deflate. The cuff was pre-tested before use, and inflated to 20 cc's. There were 7 consecutive xlt tubes that this occurred with, and the patient had to be recannulated for each. The exact date of each failure is unknown, but the first one occurred (B)(6) 2016. Reference our reports: 2936999-2016-00884, 2936999-2016-00886, 2936999-2016-00885, 2936999-2016-00887, 2936999-2016-00888, 2936999-2016-00889, 2936999-2016-00890.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The failure mode, cuff won¿t inflate, was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (cut in cuff) would have been detected during the 100 percent inflation/deflation test. The cut in cuff condition found in the received sample is not confirmed as related to manufacturing process.